Event description:
The customer reported to olympus that the monitor had intermittent power. The reported problem was found during maintenance and there was no patient involvement reported.

Manufacturer narrative:
Olympus called the customer to help diagnose the issue and found that because the stack is wheeled from room to room, the power cable had come loose and needed an engineer to attend the screws and re-position the wire so it is more secure. An olympus engineer was able to attend to the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. Based on the results of the investigation, it was determined that the power supply became intermittent due to a loose power cable. A technician was sent to fix the screws and rearrange the wires, and the device was returned to specifications. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.